Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the bur broke inside the attachment and remained stuck in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. A minor delay of 3 to 4 minutes was reported. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, it was noted that the bur broke inside the attachment and remained stuck in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. A minor delay of 3 to 4 minutes was reported. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur the root cause cannot be determined. Discarded by customer.